Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no repair history for this device. The instructions for use includes the following statements: oer-pro operation manual: 6.4 setting the disinfectant solution counter : note on the disinfectant solution counter function. Acecide-c product overview: reuse period up to 5 days.

Event description:
As reported for this event, the field service engineer (fse) was in the facility site cleaning room, when the fse observed that the device counter indicated day 6 for the disinfectant acedide-c. The disinfectant needs to be changed without exception every five days or when the test strip fails. There is no reported harm to any patient.

Manufacturer narrative:
Upon observing the device counter reading day 6. The field service engineer (fse) had the customer shut down the device and change the disinfectant acecide-c immediately. After which, the test for the disinfectant was done and the test strip passed. Fse explained to customer staff that the disinfectant acecide-c must be replaced every five days or when the solution fails test strip no matter what. Supplemental report(s) will be submitted when any relevant new information is available.